Event description:
Patient walking on a prosthetic device fell down the stairs in their home. Pt's injuries are known to be approx 200 stitches and 4 cracked ribs and also a shoulder injury. Pt failed to have the prosthetic device serviced annually in accordance with MFR's instructions. Unable to inspect the device until 09/2005 due to prosthetist unavailability.